Event description:
It was reported that the patient's condition was diminishing following some kind of environmental exposure, possibly a colonoscopy or electrocautery. The patient experienced a return of symptoms and "could not move." The patient was admitted to the hospital. No further details, patient symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4)